Event description:
This is filed to report device entrapment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1mmhg. It was noted the patient was in cardiogenic shock and the mitraclip procedure was performed as a rescue case to stabilize the patient before undergoing surgery. The first clip was inserted, but when under the valve, the clip became caught in the chordae and was unable to be removed. However, grasping was successful and the clip was able to be deployed on both leaflets. An additional clip was deployed on the mitral valve, reducing mr to a grade of 2. However, the gradient had increased to a grade of 7mmhg. Although the gradient increased, the physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in the anatomy) cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.